Event description:
Boston scientific received information that a low shock impedance measurement was detected by this device on the right ventricular lead. During a follow-up, low energy commanded shocks were delivered to test the integrity of the lead, and these tests produced normal shock impedance levels with no noise noted on the lead. Boston scientific technical services discussed using an x-ray or high energy commanded shock to further examine the shock system, and an x-ray was scheduled for the near future. No further action was taken at this time. No adverse patient effects were reported.

Event description:
Additional information was received that this device was explanted for an unrelated infection and returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
The device remains in service. No further information is available. This report will be updated if more information becomes available.